Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) had a broken connector and wanted the part number to replace the connector. Technical support (ts) informed the caller that the company does not sell the connector and that the device will need to be returned for repair. The biomedical engineer will see if they can purchase the connector from another vendor. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).